Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert due to high, out of range pacing lead impedance. Unacceptable capture threshold and lead fracture were observed. The lead was explanted and replaced.

Manufacturer narrative:
.